Event description:
It was reported that the patient had high lead impedance upon interrogation. The patient has been sent for x-ray to evaluate lead and revision surgery is planned, but has not occurred to date. Attempts for further information have been unsuccessful to date.